Manufacturer narrative:
(B)(4). The customer reported to have swapped the liquid crystal display (lcd) panels and the problem persists. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter. The customer reported that they do not plan to repair this unit at this time and will probably retire it from use. Covidien was not authorized to repair the device.

Event description:
It was reported that, the upper display on an 840 ventilator had lines across the top. The ventilator was not in use on a patient at the time the event occurred.